Manufacturer narrative:
Dry eye is the most common complication of lasik and other refractive laser surgeries. Irritation/ocular discomfort is a known side effect of refractive laser surgery at the immediate post-operative and initial recovery period. With information provided, the root cause could not be determined conclusively. However, occurrences of dry eye and irritation are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Patient voluntary report number mw5068666. (B)(4).

Event description:
Patient event received via FDA voluntary event report, reporting patient dissatisfaction with outcome of the right eye eleven months post custom lasik procedure. Patient reported unexpected vision outcome, dryness, itching, burning and stinging of the eye; as well as, not feeling well throughout the day. Patient indicated he has been to several follow ups with the lasik doctors and other doctors that deal with post lasik complications. Patient is currently taking fish oil, flaxseed oil, and multivitamins. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.